Event description:
Reporter stated that customer received the following results on the mobile system within 5 minutes: 176 mg/dl, 100 mg/dl, 229 mg/dl and 106 mg/dl. Readings could have occurred with two different test strip cassettes. Customer is not sure which cassette was used when receiving these results. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for strip lot 278210. (B)(4).